Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pains internally"), depression ("depression"), pain ("body aches") and illness anxiety disorder ("hypochondriac"). The patient was treated with surgery (ablation done on (B)(6) and hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, depression, pain and illness anxiety disorder outcome was unknown. The reporter considered depression, genital haemorrhage, illness anxiety disorder, pain and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pains internally"), depression ("depression"), pain ("body aches") and illness anxiety disorder ("hypochondriac"). The patient was treated with surgery (ablation done in september and hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, depression, pain and illness anxiety disorder outcome was unknown. The reporter considered depression, genital haemorrhage, illness anxiety disorder, pain and pelvic pain to be related to essure. Amendment: the report was amended for the following reason: duplicate case found for same patient. All the information, source document and references of deletion case (B)(4) transferred into retention case (B)(4). New events hypochondriacal personality and new reporters were added from deletion case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pains internally"), depression ("depression") and pain ("body aches"). The patient was treated with surgery (ablation done in september). At the time of the report, the genital haemorrhage, depression and pain outcome was unknown. The reporter considered depression, genital haemorrhage, pain and pelvic pain to be related to essure. The reporter commented: I'll be having a hysto soon. Concerning the injuries reported in this case, the following were reported via social media: pains internally, body aches, depression, bleeding. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.